Manufacturer narrative:
H6: investigation summary : two used samples model 2202-0007 were returned for investigation. The received sets contained lipid solution which was left in the set to more closely replicate the reported event of occlusion. Prior to functional testing the sets were visually examined for defects and abnormalities. Kinks were found in the tubing set and massaged out. No other defects or abnormalities were observed. Sets were attached to an IV bag filled with 85% glycerin/ 15% water solution and allowed to prime using gravity. The samples showed a much slower flow rate than expected and were unable to prime in a reasonable time. Due to the lipid solution being in the filter and line for an extended period of time the slower than expected flow is possibly due to the viscosity of the lipid solution and/or the possibility of the lipid solution coagulating. A device history record review for model 2202-0007 lot number 20115719 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that 2 as lvp 20d 1.2m sets were blocked/occluded and would not prime lipids. This complaint was created to capture the 4th of 6 related incidents. The following information was provided by the initial reporter: "event 4 (row 13, 14) occurrence: 2 date of event: 11-mar-2021 material #: 2202-0007 batch/ lot #: 20115719 it was reported that the lipid tubing would not prime. Verbatim: when priming lipids with lipids tubing, lipids would not prime past the filter point although all calmps were open."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 as lvp 20d 1.2m sets were blocked/occluded and would not prime lipids. This complaint was created to capture the 4th of 6 related incidents. The following information was provided by the initial reporter: event 4 (row 13, 14) occurrence: 2. Date of event: (B)(6) 2021 material #: 2202-0007. Batch/ lot #: 20115719. It was reported that the lipid tubing would not prime. Verbatim: when priming lipids with lipids tubing, lipids would not prime past the filter point although all calmps were open.